Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the on the tenth most proximal row were bent outwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the stent was unable to cross the lesion. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 2.75x28mm promus element drug eluting stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, analysis found that the stent was damaged at the proximal end.